Event description:
The cot was missing restraint straps which will affect patient transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion - replaced straps.